Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "system error 105" was confirmed through evaluation. This error was caused by a failed motor (flex). The motor assembly was replaced.

Event description:
It was reported that a spectrum pump was having "system error 105" alarms. It was also reported that there was no patient injury.